Event description:
It was reported that the patients low-voltage right ventricular (rv) lead was oversensing noise. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: d274drg, ICD; implant:(B)(6) 2011. (B)(4).